Event description:
Disassembly of a reversed shoulder prosthesis (disassembly of glenoid sphere) with no trauma.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.